Event description:
It was reported that the camera head image was showing rainbow/prism type of picture. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test and puncture on cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. It is likely the image issue is due to a faulty ccd (charged coupled device) unit. It is likely it failed the leak test due to kinks and puncture on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head image was showing rainbow/prism type of picture. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.